Event description:
A caller reported a malfunction on the pump, with the screen going dark and failing to turn on initially. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to plug the pump into a known working power source, which successfully turned the pump back on. Although a malfunction code was confirmed, the customer declined a replacement since the pump was now functioning, resulting in the closure of the case by technical support.